Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "pt's port tubing broke between the connection to the smartsite/microclave. Blood backflowed out of it. Family saw blood coming out of patient and called for help. We clamped the line, de-acessed and called IV team to reaccess. We notified the provider and made new tubing. The smartsite did not appear loose or cracked that I could see."